Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Engineer evaluation: the devices were available for analysis. Design-related issues: the designs of the slap hammer and stem extractor have been in the field since 2001 and 2003, respectively. Exactech is aware of one similar complaint report involving broken slap hammers since 2001. Because both the slap hammer and stem extractor are used in total hip surgeries, sales data for femoral stems was used to calculate an approximate complaint occurrence rate of less than 0.5%. This is considered ¿very low¿ according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: (B)(4). Therefore, this issue does not appear to be manufacturing related. Corrective actions are not required because the occurrence rate is ¿very low¿, and the device will be captured in the scope list of the rmr. The slap hammer fracture reported was likely the result of long-term, rigorous use, which led to crack initiation, propagation, and ultimate fracture of the threads inside the stem extractor. IFU 700-096-181: instrument inspection: visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. The surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. Conclusion: device(s) used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. The stem extractor broke off the slap hammer; all items were retrieved; nothing was left in the patient. The slap hammer fracture reported was likely the result of long-term, rigorous use, which led to crack initiation, propagation, and ultimate fracture of the threads inside the stem extractor.

Event description:
It was reported from the us that during an orthopedic surgery the surgeon experienced an issue with the instrumentation. When attempting to remove the previously implanted [competitor] left hip stem, the stem extractor broke off the slap hammer. All items were retrieved, and nothing was left in the patient. The staff got a second slap hammer and attached the threaded adapter. The surgeon successfully removed the stem, however, the threaded adapter got stuck in the stem. The jammed device is not reportable, it is not likely to cause injury. The patient¿s hip was infected [competitor device], so the stem and adapter were discarded together by the facility. There was no delay, and the patient was not adversely affected. Patient left the room stable. The slap hammer and stem extractor were returned for analysis. The representative was present at the time of surgery. Attempts were made to request additional information from the representative, but no responses were received. There has been no other information received for the devices or event from the contacts.